Event description:
Procedure type: unk laparoscopic procedure. According to the reporter: the instrument jammed during utilization; it could not be re-opened and removed from the tissue. The procedure was converted to an open procedure, add'l tissue was resected and the operative time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).